Event description:
It was reported that during a procedure using the speedstitch suturing device, the needle severed the suture at the point where it should have snared the suture. The suture cartridge was replaced but the same thing happened again. The procedure was ultimately completed using the arthrex suture lasso. There were no significant delays or pt complications reported as a result of this event.